Event description:
On june 6, 2024, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra 2 meter was reading inaccurately high compared to another meter. This complaint was classified based on information obtained from the customer care agent (cca) during the initial call. The patient reported that the alleged issue started on (B)(6) 2024, at an unspecified time in the morning. The patient stated that she checked her sugar, ate something and felt ok. The patient manages her diabetes with a fixed dose of novolin insulin and she denied taking any action in response to the alleged issue. Around 1 pm, the patient developed ¿blurry vision, laid her head down on her desk and passed out for about an hour¿ and was brought home by her co-worker. The paramedics were called, they measured the patient¿s blood sugar with the subject meter and received a reading of ¿100 mg/dl¿. The emergency medical services (ems) also performed a test on their meter and received a reading of ¿29 mg/dl¿. The patient was treated by the ems with a glucose shot and IV glucose to get her sugar back up. The patient also ate a peanut butter and jelly sandwich and then felt better. During troubleshooting, the cca confirmed that the unit of measure was set correctly on the subject meter, the patient had used an approved sample site to obtain the blood samples and that the patient was following the correct testing procedure. The cca noted that the patient did not have a control solution available to test the subject system. The cca established that the test strip vial was intact, that the test strips had been stored properly, were not open beyond their discard date and had not expired. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event and reportedly received health care professional (hcp) treatment for an acute low blood glucose excursion while using the product and the subject meter could not be ruled out as a cause or contributor to the event.